Event description:
Felt like having a heart attack. Anxious [anxiety]. Arms felt numb [numbness of upper extremities]. Discomfort. Irregular heart beat [heartbeats irregular]. Sweating. Woken up [wakefulness]. Case description: this case was reported by a consumer and described the occurrence of heart attack in a female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number (B)(4), expiry date unknown) for product used for unknown indication. Concurrent medical conditions included hypertension. On an unknown date, the patient started super poligrip free denture adhesive cream. On (B)(6) 2015, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced heart attack (serious criteria gsk medically significant and other: as per reporter), anxiety, numbness of upper extremities, discomfort, heartbeats irregular, sweating and wakefulness. Super poligrip free denture adhesive cream was discontinued (dechallenge was positive). On an unknown date, the outcome of the heart attack, anxiety, numbness of upper extremities, discomfort, heartbeats irregular, sweating and wakefulness were recovering/resolving. The reporter considered the heart attack, anxiety, numbness of upper extremities, discomfort, heartbeats irregular, sweating and wakefulness to be unrelated to super poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, the consumer reported that she just got her dentures for the first time and used super poligrip cream free. She reported that the night of (B)(6) 2015, she felt like she was having a heart attack. She reported irregular heart beat, further described as it felt like her heart was lumbering rather then beating normally. She reported that she felt anxious, her arms felt numb from the elbow down, and she was sweating. She reported that she felt a lot of discomfort and it woke her up. The consumer reported that her events had improved but were not resolved. The consumer reported a history of hypertension. The action taken for device was interrupted. Also dechallenge was positive and rechallenge was negative. The follow up information received on 28 october 2015. The consumer was not willing to provide additional information from the serious adverse event questionnaire. The consumer had used the product again and not had the adverse events. The consumer no longer believed that the adverse events were caused by the product after speaking with her dentist and primary health care professional. The consumer reported that she was using the unknown medications for her hypertension concomitantly. Initial and follow up information was added in above narrative.